Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: sp1a.210812.016.g970u1ueu9ixe1 hardware: sm-g970u1 cgm sensor type: g7.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (leg), it was observed that the cannula was dislodged. In addition, the patient reports the pods cannula was bent. There was also some bleeding, redness, and swelling at the pod site. The patient administered correction bolus, but the blood glucose level was still high. As treatment, a new pod was applied.